Manufacturer narrative:
The reported event is unconfirmed as labelling properly indicates balloon size. Visual evaluation noted received one photo sample that shows product labelling for bardia silicone elastomer coated foley catheter. Labelling does indicate 10ml/cc and 5 ml/cc balloon on labelling however only indicated balloon size being 5 ml/cc balloon. Drawing on label indicates 10ml/cc to be injected into inflation lumen as arrow is shown pointing 10 ml/cc into inflation lumen. Lumen capacity and balloon capacity are both 5ml for standard balloons therefore this is why 10ml/cc is required for balloon inflation. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. Correction: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had received foley catheter bard-123516ce and the sticker shows that it has a 5ml balloon and a 10ml balloon. The diagram when opened shows it as 10ml, but the small wording in top right-hand corner says 5ml.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had received foley catheter bard-123516ce and the sticker shows that it has a 5ml balloon and a 10ml balloon. The diagram when opened shows it as 10ml, but the small wording in top right-hand corner says 5ml.